Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, an aortic valve replacement (avr) was performed and this 23mm trifecta valve was implanted. On (B)(6) 2016, the patient presented to the emergency room due symptoms associated with aortic stenosis (as). After arrival in the hospital, the patient developed cardiac insufficiency and died the same day. As an autopsy will not be performed. The physician assumed that as the patient was on hemodialysis, this valve might have been severely calcified resulting in aortic stenosis. No additional information is expected.